Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device was received with cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, customer blood glucose was 390 to 400 mg/dl while he was in the hospital. Customer's blood glucose was rising over 500 mg/dl, current was over 400 mg/dl. Troubleshooting wasn't completed due to customer requested a replacement of the device. Customer mentioned he was hospitalized due to back pain and was sent to the hospital by his primary care giver. Customer wasn't admitted he only had an MRI done and received some treatment for his back pain. The device is returning for analysis.